Event description:
The customer reported that there was a touch panel and keyboard error and the system was unable to save an image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, monitor cable, and keyboard cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.